Manufacturer narrative:
B.5.medtronic received additional information that the device itself did not leak at any point. The patient experienced an oxygenation issue from the beginning of the surgery. After the replacement, the patient¿s oxygenation was restored. Before the change, all protocols were followed in an attempt to restore the patient¿s oxygenation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported the customer had an oxygenation problem that was not stated if it was the oxygenator. All changes were made during surgery in the first few minutes. It was unclear if the membrane was hanging, therefore, it was not working from the beginning as a result. See attached photo. The device was replaced with another brand's device to complete the procedure and the issue was resolved. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.